Event description:
It was reported that during a follow up in clinic, over-sensing and low pacing impedance were noted on the right ventricular (rv) lead. Rv lead revision was attempted during an unrelated procedure, however, the rv lead was unable to be replaced due to the anatomy of the patient. The rv lead remains implanted. The patient was in stable condition.